Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Customer states that during a open liver resection the first pl718 sparked and a flame shot out of the tip inside the patient. The device was removed and a second pl718 was opened. The scissor trigger jammed on the second device. It would not open and close. That device was discarded and not available for evaluation. The doctor decided to open a ligasure impact after to caiman devices failed. The device that sparked a flame is available.

Manufacturer narrative:
Visual evaluation of the received device showed a charring at the right side of the upper jaw. Test and analysis equipment used: -digital-camera "panasonic dmc tz8." Except the blood soiling and the charring noted on the jaws of the device, no additional abnormalities were found. Mechanical function of the device was checked. The clamping and the cutting function worked well. Manufacturing documents were reviewed and found to be according to specification valid at the time of production. The most probable root cause in cases like this is improper cleaning during surgery, respectively cleaning with saline solution, so that carbonized residues of blood or tissue in common with salt initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage is created by incorrect handling during cleaning of the electrodes. Damage through rf- generator failures can be excluded. A CAPA for improvement and better durability has been initiated ((B)(4)).